Event description:
During a routine examination, it was noted that the pt did not reach to stimulation on the simple channels, even with a very high pulse duration. The mother of the pt has had the impression recently that the pt has not received to sound as well as earlier. The usage of the cochlear implant uses a hearing aid. Testing of the device confirmed that it was malfunctioned.

Manufacturer narrative:
Conclusion: the patient does not wish to be reimplanted at present. If at a later date, the patient decides that she would like to have the device explanted and/or reimplanted, the complaint will be re-opened.